Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the device was returned and no anomalies were found.

Event description:
It was reported that the patient developed an infection in the device pocket. Two patient triggered events revealed normal sinus rhythm. The device was removed and not replaced since the medical diagnosis was achieved. No patient complications have been reported as a result of this event.